Event description:
The handpiece was returned to the MFR, and during the eval an oil-like substance leaked from the device after cutting. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was returned to the MFR. During the eval, an oil-like substance leaked from the device after cutting. A sample was taken. Based on the investigation details, the likely cause was problems with the motor, which was replaced along with other components. The device will be repaired and returned to service.